Event description:
Pt with pvd who underwent percutaneous intervention and atherectomy of the right superficial femoral artery in 2005. On the first day post-op she was ambulating but was complaining of pain in the left leg. On examination she was found to have a cold leg. She was taken to the cath lab and a needle puncture was performed of the right femoral artery. A cross over guidewire was advanced but were unable to go past the inguinal ligament at the left external iliac artery and the junction to the common femoral. Noted to be an obvious occlusion at this point the pt was taken to or for an exploration of left femoral artery and thromboembolectomy. Intra-op per surgeon noted complete obstruction located at the site of the closure of the angio-seal device, device removed.